Event description:
Known issue with merge client not connected to internet. Biomed changed computers in room 4. New computer connected to internet. Case brought up in merge software/system. Incomplete charting in case due to merge losing connection with internet. Charting stopped at 1354. The vitals signs were continued during the case with merge. There are 2 types of merge monitors. One is the 'hemo' which continued and the other is the 'client' which is the documentation log. The documentation log did not pass through into cerner related to the loss of connectivity. It was able to work on the computer and get the information to refresh and have now documentation into the medical record. No harm.